Manufacturer narrative:
Section a2, a3, a4, a5, a6: unknown/ asked but not provided. Section d6a: if implanted, give date: not applicable, as it is not implantable device. Section d6b: if explanted, give date: not applicable, as it is not implantable device. Section h3: the device was not returned for evaluation. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It is reported that the surgeon had to remove intraocular foreign body or particle from the anterior chamber of a patient. The foreign body (fb) was noticed immediately after instillation of ovd (ophthalmic viscosurgical devices), prior to capsulorhexis, on the posterior surface of the iol and required removal prior to aspirating the viscoelastic. Incident reports with hospital have been filed. The surgeon is quite certain the particle came from the viscoelastic and not the iol or iol cartridge; however, healon and healon endocoat were used during surgery. The fb was described as small, 0.1 mm or less, colorless, linear particle or fiber. This MDR belongs to patient one and healon endocoat, and a separate MDR will substitute for healon of unknown lot.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: no. Section d-9: device date returned to manufacturer: not returned. Section h-3: device evaluated by manufacturer: yes. Device evaluation: evaluation of returned product: no product was returned at the time of investigation. Complaint to be re-opened if product is returned, in future. Complaint review: a review of the complaint database for the last year from the date of awareness indicates there has been 6 other potentially similar complaints related to particulates for all lifecore manufactured products for the healon endocoat product line. Review of complaint history of this lot shows no additional complaints and no in-process manufacturing non-conformances related particulates. Review of manufacturing record was performed. Review of the record shows there were no alarms for continuous particulate monitoring performed during the fill. 100% visual inspection of filled units is completed post-fill. The visual inspection record was reviewed; the defect rate for particles/foreign material in solution was within the allowable defect rate of </= 2.0% (0.61%). This inspection met requirements. Additionally, final product testing for particulates meets the product specifications. Investigation conclusion: no manufacturing root cause could be determined. The review indicates the lot was manufactured per procedure, meets the product specifications, and there is no trend indicated by the report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.